Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with small ketones. A correction bolus and a manual injection were delivered to address bg. Additionally, it was reported that the insulin gauge was inaccurate, and an empty cartridge alarm occurred while the cartridge was not empty. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.